Manufacturer narrative:
The relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 27 mg/ml morphine at a dose of 9.8 mg/day and 13.6 mg/ml bupivacaine at a dose of 4.9 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had no pain relief since implant. A granuloma was present at the tip of the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what if any diagnostics/troubleshooting was performed. The catheter was revised on (B)(6) 2018-. The intrathecal portion of the catheter was removed and replaced. The issue was resolved at the time of this report and the patient's status was "alive - no injury". The rep was in possession of the explanted portion of the catheter and would returning it to the manufacturer for analysis. The patient's medical history included lumbar post laminectomy syndrome.

Manufacturer narrative:
The catheter was returned and analysis found no leaks but there was dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. If information is provided in the future, a supplemental report will be issued.